Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad cover was torn and damaged. The up arrow and down arrow buttons were unresponsive; the ok and contrast buttons responded appropriately. The keypad was removed and contamination was found under all buttons and there were missing key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. A test screen was inserted and was found to function properly. Additionally, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the up arrow and down arrow keypad buttons were unresponsive. There were missing key contacts and contamination was observed under the key contacts. Evaluation also revealed dim, discolored display screen and a cracked battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.